Event description:
A medication error occurred due to confusion about concentrations of dobutamine. The customer standard dosing is 1000mcg/ml and the concentrations available in the data set are 1000 mg/250 ml or 250 mg/ 50 ml. The hospital uses two different vendors for premixed dobutamine: baxter and hospira. For this event a hospira bag was used with 1000mcg/ml in a 250ml bag/ dobutamine 250mgs. The prominent number of 1000mcg on the bag was confusing to the user. The customer is working with the nursing staff regarding education of these two dosing parameters. The customer alleges no pump malfunction. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.